Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose levels were 351 mg/dl, 600 mg/dl, 471 mg/dl, 564 mg/dl, 530 mg/dl. The customer treated with the manual injection and insulin pump. Troubleshooting was declined for high blood glucose, lost sensor alarm and site soreness. The sensor will not be returned for analysis.